Event description:
It was reported that the clinician had to untangle one of the motors that the cord had become grossly wound up due to the patient rolling in the bed. The patient was clamped out and the ventricular assist device (vad) was removed from the motor. The cords were untangled then the vad was plugged back into the motor and then came back up on rpms. A s3 alarm occurred right after and was silenced but not cleared. The connections were checked, and all appeared to be correct. The vad was changed to the backup motor and the s3 alarm cleared. The driver unit was changed out as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the motor's functional analysis. The log file captured two s3 alarms on 16aug2025, and these alarms occurred shortly after the system¿s set speed was manually ramped down to 0 rpm. The alarms appeared to have correlated to a communication issue between the motor and the console, and the system operated around the set speed as intended throughout the data. The returned centrimag motor (serial number (B)(6)) was observed to have a few kinks in its cable upon arrival. S3: system fault alarms became active on multiple consoles while the motor was being functionally tested, isolating the cause of the issue to the motor. The motor was returned to the customer site with no further testing per the customer¿s request and was labeled ¿not for human use.¿ although the root cause of the reported event was unable to be further isolated, the observed kinks on the motor¿s cable could have caused / contributed to the cause of the event. Review of the device history record for centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3, m5, m4, and flow-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 (primary unique device identification (UDI) number): correction. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient remained on support listed for transplant.